Event description:
User experiencing pt calcium results drifting low later in the day for the past week. Exact number of pts affected was not known. User provided discrepant calcium results for 37 pt samples, which were initially run on (B) (6) 2009, and repeated higher on (B) (6) 2009. The following 21 pt examples were determined to be discrepant. Units of measure - mg per dl. Sample 1, initial 8.4; repeat 9.2. Sample 2, initial 8.2; repeat 9.0. Sample 3, initial 8.4; repeat 9.3. Sample 4, initial 8.3; repeat 9.2. Sample 5, initial 8.3; repeat 9.2. Sample 6, initial 8.4; repeat 9.4. Sample 7, initial 8.5; repeat 9.3. Sample 8, initial 8.7; repeat 9.5. Sample 9, initial 8.7; repeat 9.6. Sample 10, initial 8.7; repeat 9.5. Sample 11, initial 8.7; repeat 9.4. Sample 12, initial 8.7; repeat 9.5. Sample 13, initial 8.6; repeat 9.3. Sample 14, initial 8.4; repeat 9.2. Sample 15, initial 8.5; repeat 9.3. Sample 16, initial 8.4; repeat 9.2. Sample 17, initial 8.7; repeat 9.5. Sample 18, initial 8.7; repeat 9.5. Sample 19, initial 8.5; repeat 9.3. Sample 20, initial 8.4; repeat 9.2. Sample 21, initial 8.5; repeat 9.3. Initial results were not reported. No pts were adversely affected.

Manufacturer narrative:
The field service rep determined the cause to be a problem with filter f4 and degasser, and replaced filter 4 and degasser. To verify analyzer performance, he ran diagnostic checks and customer ran calibration and controls.